Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. H6 device codes corrected.

Event description:
It was reported that stent damage and fracture occurred. A 24 x 3.50 promus premier drug-eluting stent was opened and removed from the packaging, however, it was noticed that the stent was damaged and had a broken strut. No patient complications were reported. It was further reported that the stent was damaged and did not break into two pieces. The procedure was completed with another of the same device.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage and fracture occurred. A 24 x 3.50 promus premier drug-eluting stent was opened and removed from the packaging, however, it was noticed that the stent was damaged and had a broken strut. No patient complications were reported.